Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose. The patient's high blood glucose at the time of incident was 354 mg/dl. The customer felt stomach pains due to pancreatitis so 911 was called. The customer removed the pump before ems took her away. She also reported damage to the pump; the screen was cracked six months prior to the hospitalization due to dropping the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.